Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen went blank and then displayed no reservoir alarm then seven appeared, again screen went blank and also rebooted. Customer's blood glucose level was unknown. Customer was performing displacement test and the test did pass. Customer was advised to monitor the insulin pump. Insulin pump will not be returned for analysis.